Event description:
It was reported that during a laop cholecystectomy, surgeon deployed 3 clips on cystic, duct and 1 on cystic artery with no problems. 2nd clip on cycstic artery was laid slightly overlapping 1st clip on cystic artery was laid slightly overlapping 1st clip on artery. Surgeon removed overlaying clip, and attempted to lay another clip to replace it. However, all subsequent clips were malformed - in a tear drop formation. A competitive 10mm clip applier device was opened to complete the case. No patient consequences.